Event description:
Patient presented to the ER. She was unresponsive and thrashing around. Staff tested patient at 229 mg/dl on the inform meter at 1050. Patient was treated with 2 mg of atavan at this time. Customer was kept in the ER. At 1100 a lab draw was performed, but not run until 1300. At 1324, patient was tested at hi (greater than 600 mg/dl) on the inform meter. At 1334, the lab draw was finally reported as 19 mg/dl. Patient was treated with 2 amps of dextrose at 1335, and another amp of dextrose at 1410. Patient awoke at 1415. Patient was treated with narcan at 1455. Caller states that patient may have been treated with an amp of dextrose prior to the reading of hi, but there is no evidence documented. Caller also states that patient may have been treated with insulin based upon the reading of 229 mg/dl, but there is no evidence documented. Patient has been admitted to the hospital and is being treated for hypoglycemia. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.